Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened/used.

Event description:
The customer reported via phone call that they received calibration error alarms and sensor error alarm. The customer also reported that they had issues with the sensor cannula. The customer's blood glucose was 78 mg/dl at the time of incident. The sensor was returned for analysis.